Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The biomedical engineer will be replacing the adjustable pressure limiting valve to correct the issue. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a broken adjustable pressure limiting valve and loss of manual ventilation. There was no report of patient involvement.